Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer could not recall the cgm level, however bg level via fingerstick ranged from 35-40mg/dl,, causing weakness. Customer required assistance from teacher to treat bg level via consumption of carbohydrates. No additional patient or event information was available. A root cause could not be determined.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer could not recall the cgm and bg values, however, customer's bg level was low causing customer to become weak and require assistance from teacher to treat bg level via consumption of carbohydrates. No additional patient or event information was available. A root cause could not be determined.